Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-01773. Related manufacturer reference number:1627487-2024-07362. It was reported the patient's leads had migrated. The issue was confirmed via x-rays, and the ipg was stated to be nearing end of life unknown if it is premature battery depletion. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional report received indicated that patient underwent surgical intervention where the ipg was replaced, and leads replaced with a paddle lead. Reportedly effective therapy was restored.